Event description:
A procedure for hysteroscopic endometrial ablation was in progress when a piece of the resectoscope inner sheath tip broke off. The fiberglass piece was retrieved from the uterus by the dr without difficulty. No pt problems were reported.